Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description product was observed dirty upon removing from box. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample with packaging was returned for evaluation. A visual examination of the returned sample was performed per specification with failing results. A greasy substance was visible on the air inlet filter body. Based on the results of the sample evaluation, the most probable root cause for this confirmed defect is when the parts get ejected from the mold they can bounce and come in contact with the greased surfaces of the mold machine. As a result of this occurrence, a quality alert session was conducted with all applicable personnel involved in the process and inspection of this product. The purpose of this alert was to review the reported incident and to ensure all personnel understand and comply with the established process and inspection processes. Additionally, a review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.